Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery fully depleted as the customer did not charge the pump. Customer's blood glucose (bg) level was 575 (mg/dl). A bolus via the pump was delivered to address bg level. The contact stated a new cartridge would be loaded onto the pump and insulin delivery would be resumed. Recommendation was made to the customer to charge pump more frequently.